Manufacturer narrative:
Trackwise #: (B)(4). Corrected section : b3 from "04/09/2024" to "unknown". A lot history record review was completed for lots 3000379691, 3000378654, and 3000377320, the last 3 lots shipped to the account prior to the event/aware date. There were ncmrs , rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 had a c-ring fracture. A new device was opened to complete the procedure after a minimal delay. There was no patient harm. Related to tw (B)(4).